Event description:
It was reported that the patient experienced a pericardial effusion and cardiac perforation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a versacross connect access solution for faradrive, a pericardial effusion was noticed. After going transseptal puncture, they discovered a moderately sized pericardial effusion. Caller stated they went back and checked the ultrasound images and confirmed there was a small pericardial effusion before going transseptal, which got bigger after transseptal. The pericardial effusion was confirmed via intracardiac echocardiography (ice). Caller reported no medical intervention needed to be provided to the patient. The physician thought the transseptal needle may have caused the pericardial effusion but could not be sure. No mapping or ablation had been completed when the injury occurred. They only took contours and used non-boston scientific cartosound with the soundstar catheter when the injury was discovered. No other catheter was in the body at the time. The non-boston scientific soundstar catheter is not available to return. Farapulse system was in use. The patient had a history of kidney failure. Versacross rf wire was used for transeptal puncture, and the faradrive sheath was advanced into the left atrium (la) in preparation for a bxs pfa pvi. Medwatch # mw5165010.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This information was unable to be obtained given the source of the reported event. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.